Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and was escalated to an impella 5.5 device for continued mechanical circulatory support. The following day after start of the impella 5.5 support, the patient had a ventricular tachycardia arrest followed by a pulseless electrical activity for 30 minutes. The patient was taken to the catheterization lab for a repeat left heart catheterization, which showed a patent left anterior descending stent. An echocardiogram was completed, and the impella 5.5 pump was repositioned. Veno-arterial extracorporeal membrane oxygenation (va ECMO) was placed. The patient continued on continuous renal replacement, va ECMO and the impella 5.5. The patient survived and was noted to be in stable condition following the event. Additional information was received. The physician believes the patient experienced a vasovagal episode, which led to the event. Following the episode, an echocardiogram was performed, and the pump was repositioned as needed. Prior to the event, a trans-esophageal echocardiogram was conducted in the operating room, confirming that the pump was appropriately positioned in the mid-left ventricle at that time.